Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 480 (mg/dl). Reportedly, contact believed that customer was going through puberty. Customer administered an insulin injection to treat bg level. Contact indicated that health care professional was contacted after event to discuss diabetes management.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.